Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the screen would not move during a bolus delivery. Customer removed the battery and the device alarmed a battery out limit alarm and off on the screen. Customer's blood glucose was 308 mg/dl. During troubleshooting, customer was unable to stop the time and numbers from scrolling. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
All of the buttons functioned properly however, moisture damage was found on the keypad traces. No battery out limit alarm noted. All operating currents are within specification. Unit passed self test. No unexpected low battery or off no power alarms noted. The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The insulin pump had cracked reservoir tube lip, minor scratched display window, cracked belt clip slot, cracked battery tube threads, cracked reservoir tube window, cracked case at the reservoir tube window corner and stained end cap sticker.